Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the half-height drawer pockets were unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that a partial row board failure in auxiliary device drawer 1.2 had caused rows to disappear from the system map. Additionally, an old liquid spill was found in drawer 6, though it did not impact functionality. A field service engineer reseated the row board cable, restoring drawer 1.2. All drawers were proactively inspected, debris and packaging were cleaned out, and several packaged medications were recovered. Drawer 6 was cleaned, and a remedy was planned to be discussed with the pharmacist. Cabling was checked, and all pockets were removed and cleaned to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.